Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, haptic was broken. The surgery was completed on same day by using unspecified replacement iol.

Manufacturer narrative:
Additional information was provided in h3, h6 and h11. The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Qualified cartridge and handpiece were identified. Associated viscoelastic was not provided. It is unknown if qualified viscoelastic was used. The product investigation could not identify a root cause. The product has not been received to evaluate. Associated viscoelastic was not provided. It is unknown if qualified viscoelastic was used. The instructions for use (IFU) instructs: company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information or the sample is received. The manufacturer's internal reference number is: (B)(4).